Event description:
The facility reported a colleague infusion pump with the reported condition of a faulty screen. It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is colleague p1.7 with 8.11.00.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel and is still currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The reported condition was confirmed during evaluation. The assignable cause was determined to be faulty main display. The user interface module liquid crystal display (uim lcd) was replaced to fix the reported condition. This issue has been escalated to CAPA.